Event description:
Patient reported "rupture" and that they "began to feel some stinging and burning". Healthcare provider confirmed rupture. Per ultrasound "right breast implant showing hypoechogenic content and linear images inside, suggesting the presence of intracapsular rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ breast pain: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture" and that they "began to feel some stinging and burning". Healthcare provider confirmed rupture. Per ultrasound "right breast implant showing hypoechogenic content and linear images inside, suggesting the presence of intracapsular rupture". The device remains implanted.